Manufacturer narrative:
The specimens were collected in 4ml bd vacutainer tubes and sampled within 30 minutes of collection. No manual platelet estimates or counts were performed on these three patient specimens. The same lot # was used for the specimen collection for all three patient specimens. All three patient specimens were collected by different phlebotomists. Controls were run before the event and recovered within assay limits. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched and was unable to reproduce the problem while on site. The fse collected the raw data and verified instrument performance. The root cause is unknown to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer generated erroneously high platelet (plt) results on three (3) different patients. It is unknown if the instrument generated flags or error messages because patient printouts were not provided. Erroneous results were reported out of the laboratory. Patients 1 and 2 were rerun 24 hours later and the rerun results were also erroneously high. Both patients were redrawn and the platelet results recovered lower, which the customer considers correct. No data for the third patient was provided. Amended reports were issued. There was no death, injury, or change to patient treatment associated with this event.